Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by failure analysis (fa). The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections; no recognition or engagement issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened, closed, and grasped properly. Failure analysis could not verify the customer-reported event. Additionally, failure analysis found the failure of the bent instrument grip tang. As a result of the bending, the instrument became stuck/jammed at the distal end of the cannula during a post-test removing. The grips do not show cracking damage. Additionally, the instrument was found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The detached cable fragment/segment occurred as a result of fa testing. There were no missing pieces here. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product. The probable root cause of the bent grip tang is attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that the force bipolar instrument did not connect to the robot. There was no report of patient involvement or patient injury. Intuitive followed up but customer had no additional information.